Event description:
Related manufacturer reference number: 1627487-2022-00935. It was reported the patient is not receiving effective therapy due to high impedances. As a result, surgical intervention was undertaken during which the leads were explanted and replaced. Stimulation was restored following the procedure.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.